Manufacturer narrative:
Concomitant medical products: t505u229, tissue valve, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing during atrial arrhythmia and a declining p wave. The ra lead remains in use. No patient complications have been reported as a result of this event.